Event description:
The customer reported the system would not allow fluoroscopic x-ray to be produced. No x-ray. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended and put back into service.